Event description:
According to the reporter, during a procedure, the first l-hook device caught on the patient drapes and bent the l-hook. Surgeon tried to move the return grey - lever back to its original position but this turn caught the hook and bent it whilst trying to change modes.  Both devices have been quite stiff to switch between the monopolar l-hook however the second device was used for the rest of the case. The grey lever had to be manually returned to the starting position. There was no patient injury. Medtronic's initial evaluation of the incident device found the hook insulation was damaged.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot#: 40520261x); vlft10gen ft series energy platformx1 (serial#: t6g0676dx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the first l-hook device caught on the patient drapes and bent the l-hook. Surgeon tried to move the return grey - lever back to its original position but this turn caught the hook and bent it whilst trying to change modes.  Both devices have been quite stiff to switch between the monopolar l-hook however the second device was used for the rest of the case. The grey lever had to be manually returned to the starting position. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the hook was bent and the hook insulation was damaged. It was reported that the device broke during application and there was a hook deployment issue. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to deploy the l-hook, use the thumb to push the monopolar l-hook deployment paddle forward until it stops fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.